Event description:
I use the dexcom g6 blood glucose monitoring system. My transmitter expired so I went to initiate a new transmitter. The transmitter could not be initiated to begin the pairing and warm upo because the serial number was invalid. The display devices (smart phone and dexcom receiver) would not accept the serial number because it must begin with the numeral 8. The two boxes I received from (B)(4) have serial numbers that begin with the number 5. I had three conversations with dexcom and got a lot of inaccurate information-- expired product, fraudulent product, (B)(4) has the correct serial numbers despite what the packaging from dexcom indicates. On the 3rd call I asked to speak with a supervisor and was told no one was available. Dexcom did agree to replace the defective product, but they have a quality control problem they refuse to acknowledge. FDA safety report ID# (B)(4).